Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. Customer reported that the insulin pump is saying low reservoir , and she just change it this morning. Customer reported that her batteries in the pump have not been lasting as long as they normally would. Customer reported that that yesterday she was much higher than normal. Customer declined high blood glucose troubleshoot. The insulin pump will not be returned for analysis.